Event description:
The customer stated that there appeared to be a blockage in the tubing of the infusion set, but the insulin pump did not alarm no delivery. A tubing clamp was not available to perform the high pressure test. The reported blood glucose reading at the time of the phone call was 415 mg/dl. The customer was sent a tubing clamp and advised to call back to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. See scanned page.